Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor had change sensor alert and calibration not accepted and experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl. The customer was declined to troubleshoot for low readings. The customer was assisted with troubleshoot. Customer received a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.